Event description:
It was reported that a temperature alarm occurred on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl. The customer was unable to clear the alarm and resume insulin delivery, so tandem technical support arranged for a replacement pump. The customer will use multiple daily injections as backup therapy and has been instructed to put the pump into storage mode and return it with a pre-paid label.